Event description:
It was reported that the patient presented to the emergency room (ER) three days after implant, with complaints of chest pain. A computed tomography (CT) scan was performed which showed the right ventricular (rv) lead projecting beyond the rv. A transthoracic echocardiogram (tte) showed a small pericardial effusion and lead tip into pericardium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a2dr01 implantable pulse generator 2013-(B)(6), 5086mri implantable pacing lead 2013-(B)(6), (B)(4).